Event description:
It was reported that the (1) prw35 was used during a roux-en-y procedure. It was reported that the surgeon was visiting the pt one day post-op. It was reported that over half of the staples that had been fired had come out. Surgeon had stated that two staples had misfired and both staples had one leg that kicked out. So, instead of digging into the tissue properly, it was bent out laterally. A second instrument was opened and the same thing happened.